Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll eurographics contained foreign matter. The following information was provided by the initial reporter translated from french to english: "heavy oil deposit on syringe plunger."

Manufacturer narrative:
Three samples of 10mleurographic syringes lots 3264649 and 3303138 were received and evaluated. All three samples were received in unsealed packages. Two from batch 3264649 and one from 3303138. There was no oil or excessive silicone observed on the stopper, the plunger or in the barrel. No defects were observed on any of the three syringes received. Ftir results indicate the most likely match for the foreign matter to be silicone used in the manufacturing process. The condition observed is acceptable per product specification. Please note it is possible the oily substance observed in the syringe is silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. A device history record review was completed for provided lot numbers 3264649 and 3303138 showing no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect.

Event description:
Heavy oil deposit on syringe plunger.